Event description:
3 months post implantation of a precise stent in the (svg) saphenous vein graft to the middle right posterior descending artery, the saga registry reported that the patient was hospitalized for percutaneous coronary intervention (pci). The revascularization was performed in the previously stented lesion. After the procedure, the patient was placed on plavix for 12 months.